Manufacturer narrative:
The implanted leads were not removed from the patient post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had presented to the hospital in third degree heart block due to a myocardial infarction (mi). A temporary pacemaker was inserted until an implant procedure was arranged. During the subsequent implant procedure, the right ventricular (rv) lead was implanted without issue. When the right atrial (ra) lead was implanted, the patient went into ventricular tachycardia (vt) that was initially self-terminated. However, a second vt episode occurred that did not self-terminate. The physician tried to stimulate the heart with a burst of pacing from the pacing system analyzer (psa) but this was ineffective. An external shock was delivered, without success. A second external shock did convert the vt, but the patient was then without a pulse. Pacing was applied between the delivered shocks, and cardiopulmonary resuscitation (CPR) was performed, to no avail. No movement was observed under a heart imaging scan and the patient was declared deceased.